Event description:
A break in the retention dome, when stretching the dome with obturator for removal. The indwelling period was about 6 months. The dome porttion was removed endoscopically using grasping forceps.

Manufacturer narrative:
The complaint of a detached dome is confirmed; however the exact mechanism of damage is undetermined. Microscopic examination of the over molded dome is complete, exhibiting no voids at the bonded joint. The complete detachment of the dome and lack of any associated damage to the button dome suggest the tear was caused by stretching the dome beyond its elastic limits. According to the notes contained in this file the device had been in place for approximately 6 months prior to the complaint incident. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the manufacturing process.